Manufacturer narrative:
Veeva case: (B)(4)

Event description:
The patient was hospitalized with stomach problems [gastropathy] constipation [constipation] misuse (reattachment [product use issue] case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a 66-year-old male patient. The patient also received new poligrip sk (carna+polma cream) lot number unk for loose dentures. No concomitant medications were reported. This product dissolves from the dentures immediately after they are put on, and by midday the dentures fall out. The patient goes to the dentist frequently for checkups. The patient last saw him on june 3rd. However, the patient had his dentures remade and is now using his old dentures. However, the old dentures also fit perfectly. The patient has been hospitalized after using this product due to stomach problems, and he is always constipated and unable to pass stool, which is a problem for him. On an unknown date, the patient was hospitalized due to the patient was hospitalized with stomach problems (pt: gastrointestinal disorder). The outcome of the event the patient was hospitalized with stomach problems was unknown. The seriousness of the patient was hospitalized with stomach problems was caused / prolonged hospitalization. On an unknown date, the patient experienced a non-serious constipation, and misuse (reattachment), (preferred term: constipation, and product use issue). The outcome of the event constipation, and misuse (reattachment) was unknown. The patient has tried tough grip, which does not dissolve, but was completely unusable. New poligrip is better. The patient always wipes it off with kitchen paper but is having trouble removing it. The patient's relevant medical history includes: denture wearer (ongoing), no drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken were: for new poligrip sk was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case linked with (B)(4).